Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 428 mg/dl at the time of incident. The customer was reported that the insulin pump had multiple pump errors. The customer was assisted with troubleshooting for high blood glucose level and pump error. The customer was advised to replace and to disconnect use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the force sensor flex incomplete plug in. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to download device history due to immediate critical pump error (open book image) alarm during download attempt. A broken force sensor was detected during seating or regular delivery error alarm unknown.